Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge. The patients ipg was replaced with a magnetic resonance imaging (MRI) compatible device and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Correction to the initial MDR in block(s) b3.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge. The patients ipg was replaced with a magnetic resonance imaging (MRI) compatible device and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.